Event description:
Customer called to report having no delivery alarms during a basal. Pump was put on a shelf in the shower. During troubleshooting customer was asked to prime the pump. The unit alarmed no delivery. During further testing the pump again alarmed with the no delivery alarms.